Event description:
It was reported that patient has the recalled hip. He has had an MRI and blood tests. His cobalt level is 17 and will be required to have follow up tests every 2-3 months as the FDA does not have a set levels of cobalt. Patient has also lost some hearing and is considering that it may be a side effect of high levels of cobalt. He will follow up with his surgeon to address his clinical questions. Additional information submitted by sales rep after patient's revision surgery: it was reported that , dr (B)(6) states patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. This event became a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a charge in stryker's electronic complaint systems.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. This event became a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a charge in stryker's electronic complaint systems.